Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from an unknown location. This was identified after patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from december 07, 2022 - december 08, 2022. H10: the device was received for evaluation without fluid in the bladder. A connective line (non-baxter) was attached to the device's distal luer. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the bladder with green color water. During fill, no evidence of leak was observed from the device and the attached connective line. After fill, the device was being monitored until the next day. The next day, no evidence of leak was observed from the device and the attached connective line. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.